Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly. The embolization coil was returned outside of the introducer sheath. Conclusions: evaluation of the first returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and damage such as pusher assembly kinks may occur. During functional testing, the smart coil was unable to advance from its returned position due to the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. After properly re-sheathing the device into its introducer sheath, the smart coil was able to advance through its introducer sheath and a demonstration microcatheter with resistance due to the kinks on the pusher assembly. Evaluation of the second returned smart coil revealed that the embolization coil was advanced distal to the introducer sheath. Therefore, the reported inability to advance the smart coil through its introducer sheath could not be confirmed. During functional testing, the embolization coil was retracted back within its initial position and then the smart coil was able to advance through its introducer sheath and a demonstration microcatheter without issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01062.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01062.

Event description:
The patient was undergoing a coil embolization procedure in the right superior cerebellar artery using penumbra smart coils (smart coil) and non-penumbra microcatheter. During the procedure, a smart coil would not advance from the starting position within the introducer sheath and, therefore, the smart coil was removed. The physician attempted to advance a new smart coil; however, the same issue occurred. The smart coil was therefore removed. The procedure was complete using additional penumbra coils and other coils. There was no report of an adverse effect to the patient.